Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the urine did not flow into the urine collection bag unless induced many times. The device was replaced and another device was used on the 3rd day. Per additional information received via email on 19 november 2019 from ibc representative, the urine stagnated in the inlet tube and the user had to shake the inlet tube or drainage bag in order to transfer urine into the bag.

Manufacturer narrative:
The reported event was unconfirmed, as the problem could not be reproduced. The sample was evaluated and no abnormalities were observed on the returned sample. Water was introduced through the inlet tube and water could be drained as usual into the bag without difficulties. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precautions for use (8) avoid force on the connecting parts as they may be accidentally disconnect due to the weight of the drainage bag etc. And may cause urine spill."

Event description:
It was reported that the urine did not flow into the urine collection bag unless induced many times. The device was replaced and another device was used on the 3rd day. Per additional information received via email on (B)(6)2019 from ibc representative, the urine stagnated in the inlet tube and the user had to shake the inlet tube or drainage bag in order to transfer urine into the bag.